Event description:
Caller reported that a cartridge alarm 20 was encountered, and cts confirmed consecutive cartridge alarms with separate cartridges. It was confirmed that the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer will use multiple daily injections as backup therapy, and cts dispatched a replacement pump with updated software. Training will be accessible through the customer's tandem source account, and instructions were provided for returning the faulty pump. The customer understood and acknowledged all the steps.